Event description:
The customer reported that after pipetting an hbsag plate on the summit the technician noticed that sample was pippetted twice into row f. No error was generated by the summit. No death or serious injury was associated with this incident.